Event description:
It was reported that an occlusion alarm occurred, but the technical support team was unable to verify the alarm number in the pump's history. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.